Manufacturer narrative:
Analysis confirmed a short in the lead due to the severe over torque of the inner coil at the connector region, consistent with the reported impedance and sensing issue. X-ray confirmed that the inner coil at the connector region was over torqued while the helix assembly was normal. The damages found are consistent with that occurring at the time of implant / explant.

Event description:
During a lead implantation procedure, the right ventricular lead had impedance and sensing issues. Following multiple repositioning attempts, causing a delay in the procedure, a new lead was implanted. Additional information has been requested but not received. There were no patient consequences reported following the procedure.

Event description:
During a lead implantation procedure, the right ventricular lead had impedance and sensing issues. A different lead was implanted. The implantation procedure included multiple repositioning attempts, extended procedure time, and medical stress to the patient. Additional information has been requested but not received. There were no patient consequences reported following the procedure.